Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.

Event description:
(B)(4). The pacemaker has been implanted on (B)(6) 2022. On (B)(6) 2023, the battery impedance was 690 ohms. The patient is not pacing-dependent, re-intervention is planned on (B)(6) 2023.